Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. The patient¿s family did not agree to an autopsy; therefore, the pump was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2015, the patient was in the intensive care unit for sepsis and right heart failure. It was reported that there was no indication of any type of infection. An echocardiogram showed the left ventricle was dilated and the aortic valve was opening with every systole. The left ventricle was unable to be decompressed despite turning the pump speed up significantly and the aortic valve did not remain closed. There appeared to be minimal blood flow through the pump. As the lvad did not seem to be providing the patient much support, the decision was made to place an intra-aortic balloon pump to assist the heart in unloading. During the attempt to insert the balloon pump, the pump power spiked significantly followed by the pump stopping. It was reported that there was concern that the guidewire placed to insert the balloon pump may have damaged the pump. Pump power was normal prior to balloon pump insertion. Shortly after the wire was inserted, the power surged and then the pump stopped. When the physician tried to remove the guidewire, it was difficult to remove. After the failed balloon pump insertion attempt, the patient was placed on extracorporeal membrane oxygenation (ECMO). It was reported that the patient's vital signs did not change when the pump stopped. Numerous unsuccessful attempts were made to start the pump: the power sources were changed and the system controllers were exchanged twice. Audible and visual low speed and low flow alarms occurred. With a new system controller, the pump initially powered up and started, but then stopped. It was reported that the system controllers responded appropriately with the lights and alarms to go along with the alarm messages on the screen and there did not appear to be any problems with the system controllers. It was reported that the patient had not previously experienced any alarms or elevated pump powers and there were no signs of percutaneous lead damage. The patient expired due to circulatory failure. An autopsy was not performed.

Manufacturer narrative:
A correlation between the device and the reported event could not be determined. The pump was not explanted, thus was not available for evaluation. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.